Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's rv lead exhibited high current (low hv lead impedance) during shock delivery. The issue was noted via four alerts on the device. Electrical measurements on the lead were normal. X-ray images indicated the lead had dislodged. As a result, surgical intervention was undertaken to explant and replace the lead. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.